Event description:
It was reported that during a therapeutic endoscopic marking (emr) for colon surgery, for performing a measure of hemostasis, the rotatable clip slider device (hx-110qr) was able to be operated. However, the clip (hx-610-135) did not close and the bullet was opened. The clip (hx-610-135) could not be removed from the rotatable clip slider (hx-110qr). It was attempted to confirm what specific area was getting caught and could not be removed. The procedure was completed using a similar device. There were no reports of patient harm. This event includes (2) reports. This is report 2 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.